Event description:
In 2008 the patient reported issues with his infusion sets. Upon follow up with the patient about 6 days later, the patient stated that he began experiencing occlusion (e4) errors with his last shipment of infusion sets during basal and bolus delivery. He stated that he would try to clear the error by disconnecting from his infusion site and priming but no insulin would drip from the infusion tubing and the infusion device would display e4. He would then attach a new infusion tubing and would begin receiving e4 errors after two days of use. His blood glucose elevated to 296 mg/dl and he injected insulin via syringe to lower his readings back to normal (70-110 mg/dl). He stated that he changed his infusion tubing 8-9 times in one week. He also reported that the infusion tubing did not connect to the adapter/insulin cartridge properly allowing air into the system. He was not experiencing any issues with his current infusion tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.